Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Multiple follow up attempts were made to complete troubleshooting by tandem technical support, however, the customer did not respond. Customer's blood glucose was 276 mg/dl. No further information was provided.